Manufacturer narrative:
(B)(4). Method: the complaint neopuff fascia and valve system were received at the fisher and paykel healthcare regional office in (B)(4) where they were inspected by a trained fph technician. Results: visual inspection of the returned components revealed physical damage to the gas outlet port that appeared to be the result of an impact to the device. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. The neopuff fascia and valve system were replaced and sent back to the hospital.

Event description:
A distributor in (B)(4) reported via a fisher and healthcare representative that the gas outlet port of a neopuff infant resuscitator was broken. A service was requested. No patient consequence was reported.